Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2017-04386, reference MFR. Report#1627487-2017-04385. It was reported the patient suffered a fall approximately 2 months ago and shortly after she experienced diminished therapy. Subsequently, x-rays were taken with normal results and reprogramming did not provide resolution. However, diagnostic testing revealed low impedances values on multiple contacts. Reportedly, the patient requested a replacement patient programmer and charging system. In turn, the next course of action to address the issue is undetermined at this time

Manufacturer narrative:
Updated to malfunction only at this time serious injury has not occurred.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2017-04386, reference MFR. Report#1627487-2017-04385.